Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was pulled and then dislodged. It was further reported that the ra lead exhibited sensing failure. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.